Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smart remote manager housing failed because it was misaligned. A field service engineer powered down the device and replaced the housing tape to resolve. To test the repair, the customer successfully recovered and inventoried the door, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es smart remote manager had failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.